Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator has failure-like symptoms. Per user facility the oxygenator had a gradual decline in its ability to transfer oxygen and remove carbon dioxide. Fraction of inspired oxygen (fio2) percentage and sweep rate were increased until the maximum limits were reached. There was a minimal blood loss. Product was changed out. Procedure was completed successfully with minor delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 24, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
A new information was received. The issue did not cause or contribute to any patient injury.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The sample was returned for evaluation. Visual inspection upon receipt did not find any anomalies, such as break in appearance. The sample was rinsed and dried then was tested for its gas transfer performance in accordance with the factory's shipping inspection protocol. There were no anomalies revealed in the gas transfer performance and the obtained values met factory specifications. Review of device history record confirmed there was no indication of production related anomalies. A definitive root cause was unable to be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.